Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when a bd intima-ii¿ closed IV catheter system was pulled out after four days of infusion, the catheter was broken and left in the scale vein of the patient.

Event description:
It was reported that when a bd intima-ii¿ closed IV catheter system was pulled out after four days of infusion, the catheter was broken and left in the scale vein of the patient.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198215. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted was evaluated by our quality engineers, and retention samples were subjected to pull force testing to duplicate the damage that they observed. The results from the pull force testing found the retention samples to be performing within the product specification. Also, further observation of the returned device was unable to identify any additional signs of abnormality in the raw materials that could have led to this event.